Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (19.8 mg/ml at an unknown dose) and bupivacaine (13.2 mg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported there was a pump alarm and the patient experienced withdrawal symptoms. It was stated the pump was blocked. The event date was reported as (B)(6) 2018. The patient arrived at the hospital on (B)(6) 2018 and "the doctor did a refill, after 3-days blocked." The hcp called the manufacturer to do a pump replacement. The pump was replaced on (B)(6) 2018. When asked if there were any contributing factors to the event and what troubleshooting/diagnostics were performed, the response was, "no." The hcp wondered why the pump was blocked. The issue was resolved. The patient status was alive - no injury. On (B)(6) 2018 it was clarified that a motor stall occurred. Logs attached to the report did not show the motor stall but it was noted that it occurred on (B)(6) 2018 and the logs did show the motor stall recovered on (B)(6) 2018. The pump had been returned. The patient age, weight, and medical history were asked but would not be made available. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. Analysis also found motor a feedthrough anomaly. There was shorting across the ceramic insulator with corrosion present. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.